Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The patient wife stated that the aus of her husband was not working. The wife was encouraged to consult a specialist. The device is still implanted. No further patient complications reported.